Event description:
The ventilator was vent inop and alarmed while in use on a patient. Vent inop when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported event. The service technician replaced the exhalation flow sensor to correct the problem. Performance verification testing was performed on the ventilator and all tests passed per operating specifications.